Event description:
It was reported that during a pulse field ablation procedure with a farastar console the monitor was blank, but has some functionality, the unit was rebooted, but the issue persisted. The cable connection was checked, back/under monitor and all was secure and cables look physically fine. Bad monitor or video card is suspected. System monitor went blank during use. Several restarts were done but the video would not return. The case was aborted. The product is returned for laboratory analysis. This event is being reported for aborted/cancelled procedure.

Manufacturer narrative:
The returned farastar generator graphics card was inspected for damage and defects. No physical damage or major visual defects were observed. The returned farastar generator graphics card was installed in a known good generator for functional testing. The generator was power cycled a total of 5 times and was confirmed to boot each time with no issues or unexpected behaviors observed. The reported display issues could not be reproduced. The boot logs were reviewed and no issues were found. All expected files were found and confirmed to be uncorrupted.

Event description:
It was reported that during a pulse field ablation procedure with a farastar console the monitor was blank, but has some functionality, the unit was rebooted, but the issue persisted. The cable connection was checked, back/under monitor and all was secure and cables look physically fine. Bad monitor or video card is suspected. System monitor went blank during use. Several restarts were done but the video would not return. The case was aborted. The product is returned for laboratory analysis. This event is being reported for aborted/cancelled procedure. It was further reported that the patient was sedated and access was performed with the a faradrive sheath.

Manufacturer narrative:
Additional information added to b5: describe event or problem.

Event description:
It was reported that during a pulse field ablation procedure with a farastar console the monitor was blank, but has some functionality, the unit was rebooted, but the issue persisted. The cable connection was checked, back/under monitor and all was secure and cables look physically fine. Bad monitor or video card is suspected. System monitor went blank during use. Several restarts were done but the video would not return. The case was aborted. The product is returned for laboratory analysis. This event is being reported for aborted/cancelled procedure. It was further reported that the patient was sedated and access was performed with the a faradrive sheath.